Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); level not provided, that resulted in a visit to the emergency room (ER). Bg cause was not known. Reportedly, the customers basal insulin came as scheduled. However, the customer had already administered a correction dose, which resulted in the low. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.